Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that while removing the cleo 6mm x 24" device, the cannula appeared to detach and possibly remain in the skin. Patient followed up with her physician on the same day. Patient was instructed to watch the skin area for inflammation or pain. No further adverse health outcomes were noted.